Event description:
Inspired by drive is the manufacturer of the device which is a bathing chair. The unit was not retrieved for evaluation since the incident occured due to misuse. The device was 4 years old with no maintenance record. We are filing this report in an over-abundance of caution due to an MDR regression analysis. The user was strapped in the chair while bathing. The caregiver lowered the backrest with the user still in the chair. The user fell out and hit his head. IFU states that adjustments cannot be made while in use.